Event description:
It was reported that when the patient presented to the clinic the device was found to have exhibited episodes of noise leading to pacing inhibition. Programming changes were made. There were no adverse health consequences, the patient was stable.